Event description:
The rptr indicated that no values (rate, amplitude, impedance, etc) are displayed. There was no pt involved with this device.

Manufacturer narrative:
Analysis summary: the device is within product specs.